Manufacturer narrative:
(B)(4). Batch # p94976. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
During a lap chole procedure the jaw damaged while applying the clips on vessels. Another device was used to complete the procedure. There was no patient consequence.